Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the home patient (hp) reported a leak may have occurred, which is a known cause of the alarm, a device analysis could not be completed because the cassette was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell 5 of 5 of peritoneal dialysis (pd) therapy, while the hp was connected. The hp stated that there was solution only in the heater bag. The hp also stated that there was solution under the heater bag, indicating leakage. The source of the leak was unknown, and nothing was found during troubleshooting that could have damaged the supplies. The hp cycled the power on the hc device to clear the alarm. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp was to complete therapy using manual exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.